Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Red at her saxenda injection site, getting larger in size [injection site erythema]. Itchy at her saxenda injection site, getting larger in size [injection site pruritus]. 'Wheal' at her saxenda injection site, getting larger in size [injection site urticaria]. Rash at her saxenda injection site, getting larger in size [injection site rash]. Case description: study ID: 831683-saxendacare program. Study description: trial title: the main objective of this patient support programme is to provide live-virtual support to patients using saxenda by providing injection training to patients newly prescribed saxenda. The programme also aims to provide obesity management education to patients using saxenda and support drug adherence by following patients for five months after enrolment. Patient's height: 160 cm. Patient's weight: 75.3 kg. Patient's bmi: 29.414. This serious solicited report from canada was reported by a consumer as "red at her saxenda injection site, getting larger in size(injection site redness)" beginning on (B)(6) 2023 , "itchy at her saxenda injection site, getting larger in size(injection site itching)" beginning on (B)(6) 2023 , "'wheal' at her saxenda injection site, getting larger in size(injection site wheal)" beginning on (B)(6) 2023 , "rash at her saxenda injection site, getting larger in size(injection site rash)" beginning on (B)(6) 2023 and concerned a 43 years old female patient who was treated with novofine plus 4mm (32g) (needle) from unknown start date for "device therapy", saxenda (liraglutide) (0.6 mg, 1.2 mg, 1.8 mg, qd subcutaneous, lot # mp58924 and nzf6513) from (B)(6) 2023 and ongoing for "weight loss". Dosage regimens: novofine plus 4mm (32g): saxenda: (B)(6) 2023 to not reported, (B)(6) 2023 to not reported, (B)(6) 2023 to not reported (dosage regimen ongoing); current condition: obesity, perimenopause, acne. On (B)(6) 2023, patient experienced a red raised itchy 'wheal' at her saxenda injection site. Red area appeared around 18hrs post injection and by 24 hours is red, raised and itchy and growed to 5cm diameter over 2-4days eventually flattens and by day 5 gone but leaves behind a dark blemish at injection site. Discussed this with her hcp yesterday and injection technique reviewed with her hcp. Has tried cleaning the area with or without alcohol, tried an antihistamine as well as a topical steroid. Used novonordisk 32g 4mm pen needles interchangeably since starting saxenda but this rash only occured starting last week. Also broke up injection into dose of 0.6mg and 1.2mg and injected into different sites but none of her attemps resolved the issue. Concerned that if this continues she may have to discontinue the medication. On an unknown date patient told that had to discontinue saxenda due to worsening reaction at injection site as size of reaction at site got larger. Batch numbers: novofine 32g 4mm: not reported. Saxenda: mp58924, nzf6513; action taken to saxenda was reported as no change. The outcome for the event "red at her saxenda injection site, getting larger in size(injection site redness)" was not recovered. The outcome for the event "itchy at her saxenda injection site, getting larger in size(injection site itching)" was not recovered. The outcome for the event "'wheal' at her saxenda injection site, getting larger in size(injection site wheal)" was not recovered. The outcome for the event "rash at her saxenda injection site, getting larger in size(injection site rash)" was not recovered. Reporter's causality (novofine plus 4mm (32g)) - red at her saxenda injection site, getting larger in size(injection site redness) : unknown. Itchy at her saxenda injection site, getting larger in size(injection site itching) : unknown. 'Wheal' at her saxenda injection site, getting larger in size(injection site wheal) : unknown. Rash at her saxenda injection site, getting larger in size(injection site rash) : unknown company's causality (novofine plus 4mm (32g)) - red at her saxenda injection site, getting larger in size(injection site redness) : possible. Itchy at her saxenda injection site, getting larger in size(injection site itching) : possible. 'Wheal' at her saxenda injection site, getting larger in size(injection site wheal) : possible. Rash at her saxenda injection site, getting larger in size(injection site rash) : possible. Reporter's causality (saxenda) - red at her saxenda injection site, getting larger in size(injection site redness) : probable. Itchy at her saxenda injection site, getting larger in size(injection site itching) : probable. 'Wheal' at her saxenda injection site, getting larger in size(injection site wheal) : probable. Rash at her saxenda injection site, getting larger in size(injection site rash) : unknown. Company's causality (saxenda) - red at her saxenda injection site, getting larger in size(injection site redness) : possible. Itchy at her saxenda injection site, getting larger in size(injection site itching) : possible. 'Wheal' at her saxenda injection site, getting larger in size(injection site wheal) : possible. Rash at her saxenda injection site, getting larger in size(injection site rash) : possible references included: reference type: e2b linked report reference ID#: ca-novoprod-1123304 reference notes: same patient reference type: e2b company number reference ID#: (B)(4). Reference notes: no further information available.

Event description:
Case description: investigational results: name:novofine plus 4mm (32g) batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Name: saxenda batch number:nzf6513 no conclusion can be made without the sample or a valid batch number. The reported batch number was not valid. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Since last submission the case has been updated with the following: inv results were updated. Annex bcdg codes were updated. Narrative was updated accordingly final manufacturer's comment: 11-dec-2023: the suspected device novofine plus 4mm (32 g) has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine plus needle. Considering the nature of events, route of administration being subcutaneous, the reported injection site reactions could be attributed incorrect product handling. H3 continued: evaluation summary name:novofine plus 4mm (32g) batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.